Event description:
The implantable part of the zoll solex central line has a closed circuit channels for ns cooling solution to do intravascular temperature cooling. When it was placed, it was identified that the patient's blood was mixing into the lines that should have only had normal saline circulating in the lines.